Event description:
Pt underwent implantation of starr model aa4203tl intraocular lens in the right eye. On insertion, the dr was positioning the lens and the posterior capsule tore. The lens was removed and the dr performed a vitrectomy.